Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The male pt with unk weight was admitted for (pci) percutaneous coronary intervention of the (aha6) proximal left anterior descending artery. The vessel was a de novo, slightly tortuous, but not calcified, and it was not a chronic total occlusion. There was 90% stenosis. The procedure was an emergent case due to an (ami) acute myocardial infarction. A guiding catheter (axess jl4.0 6f) was engaged and a guide wire (rinate) crossed the lesion. Then, aspiration of thrombus at the lesion was conducted. Another guide wire crossed to (aha9) first diagonal branch to protect the flow. Pre-dilation with a balloon (avita: 2.5/15mm) was conducted at aha6 distally. Then, cypher (3.5x23mm) was delivered to the lesion. While the cypher was being inflated, the pressure stopped at 10 atmospheres. Therefore, the physician noticed that the balloon ruptured. The deliver system was retrieved from the pt, and post-dilation with a balloon (nc sprinter: 3.5x15mm) was conducted and the procedure was safely finished. There was no reported pt injury. The product was clinically used and the delivery system will be returned for analysis. Additional information indicated that the device was prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. No leakage was noted from the balloon, shaft, hub, or unk segment. The balloon did not maintain pressure during inflation, but deflated normally. The balloon re-wrapped properly, and the balloon catheter did not kink while being used. The balloon catheter was removed easily and in one piece) from the pt. There was no further information.